Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively on a laparoscopic sleeve gastrectomy, the device fired, however a excessive blood leakage from the staple line occurred, resulting to blood loss more than 500cc. To resolve the issue, the patient was re-operated and blood transfusion was also performed due to blood loss. The patient still at the hospital.